Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. The patient stated that their stimulation is not going to where they need it since 2018 (close to 2 months ago) and their ins feels loose in the pocket since 2018 (close to 1 month ago). The patient does not have a current healthcare professional (hcp) so they were sent an hcp list and redirected to follow up with an hcp. No further complications were reported/are anticipated.